Event description:
During an exam, the technologist raised the table to a high position. The table started an uncommanded motion in the downward direction from this high position. The table ran into the lower limit at a higher than normal speed. An injury has not been reported.